Event description:
(Iab s/n unk) the hemostasis valve leaked excessively as if there was no valve. The iab was used without any further problems. The hemostasis valve was not returned to co for eval. The valve was discarded by the facility.